Event description:
It was reported by service report that the nurse call cable had benet pins and would not plug into the wall. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.